Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted. A philips field service engineer (fse) visited the site and performed a visual inspection of the system and found that the flat detector control (fdc) leds were off. The fse confirmed that the fdc did not start up. The fse solved the issue by replacing the fdc. The returned part was analyzed and showed that the part was defective. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and the device problem code were corrected.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.